Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty cap x2. Spot in tube x2.

Manufacturer narrative:
H6: investigation summary: bd received 4 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm in tube and foreign matter on shield was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm on tube and foreign matter on shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm on tube and foreign matter on shield . Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s focus is fm awareness and reduction. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty cap x2. Spot in tube x2.